Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use from 01-may-2024 to 31-may-2024. The issue occurred with four similar types of infusion sets used for 24 hours or less. The blood glucose level of the patient was 230 mg/dl. No further information available.